Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient came to dr. (B)(6) after feeling a "pop" in her knee and having instability. An x-ray revealed a fractured tibia insert. During surgery after explant of the insert it was notied that the posterior medial corner of the tibial insert was broken off. A new triathlon cs tibial insert was implanted.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports, patient history and clinical notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The patient came to dr. (B)(6) after feeling a "pop" in her knee and having instability. An x-ray revealed a fractured tibia insert. During surgery after explant of the insert it was noted that the posterior medial corner of the tibial insert was broken off. A new triathlon cs tibial insert was implanted.